Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 650mg/dl. The customer had symptoms such as vomiting and treated with a bolus. Customer indicated that their doctor has been contacted and their blood glucose value was 149 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the high blood glucose levels began 1 week prior to hospitalization. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer mentioned that they wold like to upgrade their pump and no further details were provided.